Event description:
It was reported during remote follow up that the right ventricular lead exhibited low defibrillation impedance and noise. Imaging was performed and did not reveal any physical anomalies. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.